Manufacturer narrative:
A product investigation was completed: the returned device was examined and the complaint condition was able to be confirmed as the threaded tip was found to be peeling but intact. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. The matrix holding sleeve ((B)(4)) is one of ten (10) holdings sleeves for the matrix spine system utilized during screw insertion. The matrix system is covered by three technique guides: matrix ¿ deformity, matrix-degenerative and matrix ¿ mis. Once the holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s green knob clockwise until it is fully engaged. The returned device was examined and the complaint condition was able to be confirmed as the threaded tip was found to be peeling but intact. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. Relevant drawings for the returned device were reviewed (both current revision and from the time of manufacture): top-level and inner shaft. The design, materials and finishing processes were found to be appropriate for the intended use of this device. A device history review was performed for the returned instrument¿s lot number and no material review reports, non-conformance reports or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Design changes were implemented to address the failure mode of the holding sleeve threaded tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter in order to improve product performance; the returned instrument was manufactured prior to the implementation of these changes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID is not available for reporting, exact weight of patient is unknown and was reported as (B)(6). Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threads on the tip of a holding sleeve for pedicle screws became sheared as screws were implanted during a lumbar fusion at l4-l5 on a (B)(6) female patient. This occurred half way through the procedure, and the sheared threads remained attached to the tip. There were no reported fragments generated and no surgical delay. Another instrument was readily available for use. The procedure was completed successfully with the patient in stable condition. This report is 1 of 1 for (B)(4).